Manufacturer narrative:
Analysis of the AED's log files identified that the customer's failure to promptly address red asi warnings reduced battery life expectancy. The AED was placed into service on (B)(6) 2023 with battery pack serial number (B)(6). During routine self-testing, the device detected that it was being stored in temperatures below those specified in the instructions for use. The AED attempted to alert the user to this condition by flashing it's red asi and chirping. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack was measured at a critically low state and the AED began reporting replace battery pack now. The AED continued to flash and chirp until (B)(6) 2024 when the battery pack became completely depleted. There was no evidence in the electronic logs of any human interaction to address the aeds condition until (B)(6) 2026 when a replacement battery pack was inserted into the AED. The review identified that the AED functioned as designed and can stay in service.

Event description:
An international distributor reported that their customer's AED would not power on; however, when tested with a spare battery pack, it did power on and prompted a service code. The customer did not report this occurring during patient use.